Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - final analysis found that the device had no out- put. The pacemaker can and integrated circuit (ic) pin were burned, indicating that the pacer had been exposed to electrocautery, defibrillation or other external energy source specifically cautioned against in the physician's manual. Reliability laboratory technician, - not applicable - st. Jude medical crmd reliability laboratory - no complaint was received with return of the device. Failure (event) observed during analysis.